Event description:
It was reported that (2) 355ld were used during a dial laparoscopy procedure. It was reported by the rep that the surgeon was using 355ld and the red safety disengaged everytime the surgeon attempted to insert the trocar. Two 5mm trocars were opened and both trocars performed in a similar manner. Entry was gained using a cut down technique. Opened another device to complete the case. There was no consequence to pt.